Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was getting a lumbar scan. The hcp called back and said the patient doesn't have the patient programmer and the device has been off as it was turning on sporadically. Tech services reviewed that they can¿t recommend an MRI if the eligibility is unknown and they suggested patient see physician for jump start to restart the device. No symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.